Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system on-site and confirmed that there was no x ray and there was an error showing that communication between fd controller and ip failed. Fse replaced the flat detector controller (fdc) and reload the software. After that the device was returned to normal. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray was not possible. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that fd controller was failing. The fd controller has been replaced that the system was returned to use in good working order.